Manufacturer narrative:
Representative reported that the system was functional normally. When shutting down system the main cart gets switch off but camera cart would take more time to get turn off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the main cart ups and battery were replaced however the connection between the system and ups could not be established.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that with the main cart uninterruptible power supply (ups), the battery was not getting charged and the system shut down automatically even when connected to the power supply. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
Initial reporter received from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that with the main cart uninterruptible power supply (ups), the battery was not getting charged and the system shut down automatically even when connected to the power supply. The main cart ups and battery was replaced, and the issue was resolved. After the replacing the main cart ups and battery, there was an issue discovered in the camera cart. The self-test showed ¿connection to ups lost¿ for the camera cart. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system operated as intended and all tests passed. The system passed system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.